Manufacturer narrative:
The field service engineer (fse) indicated the waste tubing for the architect instrument had to be shortened because of the circumstances at the customer site, and the architect analyzer was not the cause of the injuries which he sustained. The architect service and support manual provide adequate instructions regarding hazards, precautions, and instructions for the fses regarding installation procedures, biological, and physical hazards. In general, use of sharps and glassware should be minimized. A search of the complaint databases did not return any additional complaints for this issue. The investigation for this complaint did not identify a deficiency or systemic issue with the architect system.

Event description:
During installation of an architect analyzer at the customer site, a field service engineer (fse) accidentally cut his thumb when his utility knife slipped when attempting to shorten the waste water tubing on the analyzer. The fse was taken to the hospital and received stitches for the wound and a tetanus shot. No impact to patient management was reported related to this issue. The injured person has returned to work and is expected to recover without permanent damage.